Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm as well as failed battery test alarm. The customer¿s blood glucose level was unknown at the time of the incident. Assisted with performing a self test and self test was failed. Customer was able to pump rewind. Insulin pump had no delivery alarm and it was resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No failed battery test alarm noted. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery alarm noted during testing. Hardware low level failures alarm confirmed in the insulin pump history due to broken trace on keypad assembly.